Event description:
It was reported that the customer opened the sterile packaging and allegedly found hair inside.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.